Manufacturer narrative:
Patient fractured their medial malleolus. Star total ankle components were explanted, and pt's ankle was fused. Visual evaluation showed medial wear of the sliding core bearing. Review of manufacturing records showed no anomalies.

Event description:
Pt had the star total ankle explanted, and ankle fused.